Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the cap bearing was destroyed. There was debris build up in the head. Also found cap damaged. The device was not properly maintained by the customer according to the dfu.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.